Event description:
A malfunction was reported on a pump by a caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not reoccur. The caller was instructed to continue using the pump and to contact technical support if the issue recurred. The customer resumed insulin use and reconnected to their sensor during the call.